Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was 522 mg/dl. Customer stated insulin pump was acting up and blood glucose was 300 to 400 mg/dl and later to 600 mg/dl. Customer declined troubleshooting. Auto mode was unknown during the time of event. The insulin pump will not be returned for analysis